Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {d-evolutfx-2329}; product serial/lot number: (B)(6); product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve implantation was performed using an evolut fx+ transcatheter aortic valve following a pre-implant balloon aortic valvuloplasty with a 20 mm non-medtronic balloon via the right groin over a non-medtronic left ventricular guidewire. Fluoroscopic inspection was used to confirm a good load prior to implantation, and crown overlap up to node 4 was detected. During the first deployment attempt, under expansion of the valve frame was observed in the setting of heavy calcification at an approximate 5 mm depth on the non-coronary cusp (ncc), and the valve was recaptured. During a second deployment attempt of the first valve, an infold in the valve frame was observed, and the valve was recaptured and removed from the patient. A second transcatheter aortic valve was then prepared and confirmed a good load via fluoroscopy and fully deployed with even expansion at an approximate 3 mm ncc depth. After final implant, trace aortic regurgitation consistent with paravalvular leak was reported, and no gradient was measured. No patient complications were reported as a result of this event

Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, the valve was loaded by an experienced loader. A procedural delay of approximately 10 minutes resulted from the infold. Per the physician, the patient's calcification on the leaflets contributed to the valve infold.